Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a device that was no longer cycling properly and recurring incontinence. The cuff was determined to be too large for the patient and the pump had migrated from its original position. The physician believed that the cuff was originally incorrectly sized for the patient. The aus was explanted and replaced with a new aus with a smaller cuff. No additional patient complications were reported.